Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was air entry from the back of the reservoir. The customer's blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated two sealed reservoirs. Performed pre-fill reservoir testing, and both reservoirs passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. The reservoirs connected and locked in place properly.